Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the anchor specifications found that no burrs, cracks, or contamination is allowed. A certification of compliance to material and processing specifications is required. A review of the customer provided image found that the device has been deployed. The anchor is bent and deformed, and the threads on the proximal are fractured. A review of the customer provided image found that the device has been deployed. The anchor is bent and deformed, and the threads on the proximal are fractured. Per case details, the broken anchors were retrieved from the patient. The procedure was completed using a back-up device. No further risk to the patient is anticipated as a result of the additional bone hole. Since no further harm is anticipated no further clinical assessment is warranted at this time. A visual inspection of the returned device found that it is not in its original packaging. The anchor is bent and the threads on the proximal end are fractured. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a labrum suture procedure, when the osteoraptor anchor was deployed, the inserter broke and only the handle of the device came off. All broken pieces were removed from the patient. There was a non-significant delay reported, but it is unknown how the procedure was completed. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5, d4 and h6: updated.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a medial collateral ligament repair, the anchor was fractured, pieces were retrieved with tweezers and because of this an additional bone hole was performed. The procedure was completed with a backup device and no significant delay or complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.